Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/05/08 by fax and mail. A completed questionaire was rec'd on 09/08/2008.

Event description:
A surgeon reports that, following bilateral intraocular lens (iol) implant surgery, a pt reporting blurry vision. The lens was explanted. In a follow-up, surgeon does not feel the lens is mislabeled or defective, and he reports the outcome of the event for the pt as "good". There are two medical device reports associated with these events. This report is for the right eye.